Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent postprandial hyperglycemic spikes because they had not been using meal announcements, believing they were unnecessary due to prior reports of good glucose control; review of device-reported data showed mostly in-range readings with spikes aligning with mealtimes, and education was provided that meal announcements cannot be manually adjusted and must be used to tailor dosing. Symptoms included hyperglycemia peaking at 211 mg/dl. Outcomes included return to target glucose without medical intervention. Investigation included review of reported glucose trends and user interview regarding meal announcement use. Investigation of this case revealed user error related to missed meal announcements and no device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was use error due to omitted meal announcements, with the device performing as designed.